Event description:
A healthcare professional reported a sys message displayed during a procedure. Another sys was used to complete the case without harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the sys and could not duplicate the customer reported event; however, the customer reported sys message was noted in the system's event log. The sys was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any similar reports for this system. The root cause is unk at this time. (B)(4).